Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion started at 1900 via syringe pump and was intended to run for 24 hours. However, the infusion reportedly was completed at 2214. There was patient involvement, but no harm. The facility's staff also noted that the device logged error code "code=353.7200.5; failure=syr_plunger_pos_sensor_contaminated;" bd received additional information through due diligence efforts. It was reported that the patient was prescribed to receive furosemide 250mg/25ml injection to infuse over 24 hours. Two registered nurses reportedly checked the infusion set up that it was running at 4ml/hr. At 20:00, the set up was checked again and still running at 4ml/hr. However, the infusion was found to have been completed at 22:00. Blood pressure was checked and it was 110/54. There was no patient harm.